Manufacturer narrative:
(B)(5).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would not boot up. Functional testing and data download were unable to be performed due to the receiver not booting up. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. Based on troubleshooting it was found that the receiver's main pcba u5 was defective. The reported event of overheating was confirmed. The root cause was determined to be a defective u5 on the main pcba.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.